Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's daughter reported to novocure that she observed an open sore near the patient's prior surgical resection site (last surgical resection (B)(6) 2024) upon removal of the transducer arrays. An image provided revealed a wound dehiscence at the site of the surgical resection scar, with exposed surgical hardware and associated mild to moderate erythema. Optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. As this event might lead to a serious deterioration in the state of the health of the patient, this is assessed as a serious event. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On (B)(6) 2025, the patient´s caregiver notified novocure that the patient was scheduled to undergo surgery on an unspecified date to repair an open wound with exposed bone that had not healed following a prior surgery to remove exposed hardware. It was noted that a plastic surgeon would be involved in the upcoming procedure. On (B)(6) 2025, the caregiver further informed novocure that the healthcare provider believed the patient was experiencing disease progression but also indicated that optune gio therapy could be resumed after surgical recovery.